Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (40 mg/ml at 5.8 mg/day) from their implanted pump. The indication for use was malignant pain and cancer pain. On (B)(6) 2015 it was reported that during a pump revision due to end of life on the day of the report the physician had difficulty removing the sutureless connector form the pump. The ring inside of the connector disconnected form the catheter. The sutureless connector was replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), product type: pump. The catheter (B)(4) was returned for analysis. Analysis of the device found that difficulty with the sutureless connector led to explant and coring/tearing/cuts were found in the seal of the sutureless connector that met leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.